Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported an ongoing concern with blood glucose in the range of 300-500 mg/dl despite bolusing insulin to correct hyperglycemia. There were no concerns with the preparation of the infusion set. The needle box was difficult to remove after the headset was inserted. There was insulin leakage, and pt realized this when his stomach was wet. Pt used an insulin pen to correct hyperglycemia when the boluses did not work. Normal blood glucose is 200-250 mg/dl. Pt stopped using the infusion device 3 days before the report and switched to injection therapy. Pt did not notice if the infusion cannulas were bent or kinked. Headsets were inserted manually, and blood glucose elevated within an hour of insertion. No product was requested for eval. Product was replaced. The pt did not require assistance from a healthcare professional or second party to address the issue.